Event description:
Further follow-up revealed that the pt now only experiences light-headed feelings with magnet mode stimulation and that the light-headed feelings do not occurr during normal mode stimulation. Holter monitoring is planned.

Event description:
Further follow-up revealed that neurologist believes the vns therapy may possibly be related to the reported events. Neurologist indicated that the pt's light-headedness seems to correspond to higher current settings. Neurologist also indicated that the pt's vital signs remain normal during the light-headedness. Neurologist reported that the pt's seizures have remained stable at lower current settings. The pt does not have any previous cardiac history and is currently undergoing cardiology review.

Event description:
Approximately two months after generator replacement surgery, vns pt developed light-headedness, facial flushing and episodes of bradycardia and pauses that occur only during device stimulation cycles. The pt's device is programmed to stimulate once every 20 minutes. It is not known whether the pt has any cardiac history. There had been no recent medication changes that could have contributed to the reported event. A cardiac work-up is being considered and the pt plans to follow-up with treating neurologist. Invesigation to date has been unable to determine the cause of the reported event.